Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: massive pseudotumor; loose acetabular implant; pain; excessive scarring; copious amount of fluid that was brownish in nature and thick; bone erosion; corrosion; very woody tissue present throughout the hip; no bony ingrowth on cup, only modest fibrous ingrowth. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffered pain, lack of motor control, potentially abnormal levels of metallic substances in his bloodstream and other symptoms and problems.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.